Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a pump system being used to deliver dilantin "3.1 mg" (milligrams) at a dose of 0.77 mg, dilaudid (hydromorphone) "19.1 mg" at a dose of 4.748 mg, and bupivacaine. It was reported that the patient came in for a routine refill. Both the fellow and attending doctors attempted to access the reservoir without success. Then fluoroscopy was used and it was confirmed that the pump was flipped. The doctor flipped the pump back to the correct orientation and was able to complete the refill. It was reported that there was a large volume discrepancy in the residual amount pulled from the pump. The expected residual volume was 2.2 milliliters (ml) and the actual aspirated volume was 15.7 ml. The patient had been scheduled to have the catheter and possibly the pump replaced as well because there had been issues with volume discrepancies in the past (refer to manufacturer report #3004209178-2015-24817 and # 3007566237-2015-03740). Surgical intervention was scheduled for (B)(6). The event occurred during normal use. In terms of any environmental/external/patient factors that may have led or contributed to the issue, the patient "remotes" no incidents, accidents, etc. Everything was fine from her perspective. The issue was not resolved at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the pocket was revised on (B)(6) 2016. The patient had refill on the day it was discovered that the pump was flipped. They manually flipped back to allow a fill. It remained that way until the pocket revision on (B)(6) 2016. The pump was tacked down and the pocket was revised. The patient was doing well. It was noted that all seemed fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.